Event description:
In 2008, sales rep reports 3 cases of back out of the implant. No info about the pt, no info about the products.

Manufacturer narrative:
From the beginning of (2006) of the launch of c-jaws on the market (worldwide), the post-market survey of this device shows the following results: 1.3 % of implanted c-jaws were back-out due to no respect of indications; 0.4 % of implant c-jaws were back-out due to non respect of the surgical technique; 0.4 % of implanted c-jaws were back-out due to clinical reasons of the pts; 0.3 % of implanted c-jaws were back out with not enough info to conclude. These rates are acceptable in the orthopaedic field. Back-outs are possible undesirable effects which are described in the instructions for use.